Manufacturer narrative:
02/17/1999-supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The prod was used during an unspecified procedure. Reportedly, the clips did not load properly & fell into the pt's cavity. The hosp has reported no pt injury occurred.